Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of proglide attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. A second proglide was attempted with the same results. Hemostasis was achieved using an angio-seal. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.